Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to address the issue. Additionally customer reported a blood glucose level (bg) of 40 mg/dl; cause of low was unknown. Customer consumed carbohydrates to address their bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.